Event description:
International affiliate report screw broke in two while the surgeon was attempting to remove it. Half of the screw was reported to have been left in the pt. However, the affiliate cannot confirm. There was no injury to the pt.